Event description:
It was reported that a patient's implantable neurostimulator (ins) was warm when it was on. The device would "cool down" when it was turned off. The patient was directed to turn the device off until he was able to be seen in a hospital. It was reported that the patient had been implanted since (B)(6) 2013. It was stated that since (B)(6) 2013 the patient had been experiencing a "burning sensation" around the ins. It was stated that this stops when the system was turned off, and it would return if the system was turned on. It was noted that the patient was programmed in a bipolar configuration. The patient had a burning sensation at the device pocket. It was stated that the patient was also getting an error message on the top line of his programmer, with a warning triangle next to the "ins on" symbol. Additional information received reported that the patient had their device checked at a local hospital. It was stated that the device got hot when it was being interrogated, and they did not continue. The patient was referred back to the implanting center for the following day. Additional information received reported that the impedances were checked and all of the impedances were "normal." It was stated that there was no error message on the programmer. The device had been implanted on (B)(6) 2013. It was stated that the device was switched on at the clinic and there was no burning and the patient showed no signs of discomfort. The reporter was waiting for feedback from the patient at the end of the week to see if there were any changes in the patient symptoms.

Manufacturer narrative:
(B)(4).